Manufacturer narrative:
(B)(4). There have been no adverse events associated with the reported issue. The event occurred during set-up mode. A patient was not connected to the machine at the time of the incident. The report is being investigated by the manufacturer via a CAPA. Plant investigation is in process. A supplemental MDR will be submitted upon the completion of this activity.

Event description:
A biomedical engineer (biomed) at the user facility reported that a filling program occurred with saline bag backfill during set-up. A patient was not connected to the machine at the time of the incident. The drain height was reported to be within specifications and there were no quick disconnects installed on the drain line. The biomed stated that the unit had the cbe upgrade installed prior to this event. Following the event, the machine was pulled from service for testing. The biomed was unable to duplicate the issue during testing. Functional testing performed by the biomed confirmed the unit was operating properly. The unit has been returned to service at the user facility. No parts are available to be returned for evaluation by the manufacturer.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation of the unit was performed by a fresenius regional equipment specialist (res) and no parts were returned for failure analysis. The biomedical engineer indicated that the saline bag backfill could not be duplicated. The unit has been returned to service at the user facility without a recurrence of the event as reported. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process which could be associated with the reported event. In addition, the device history record (DHR) review confirmed the labeling, material, and process controls were within specification. The reported event of saline bag backfilled during recirculation was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.